Event description:
Post operational x-rays showed fracture not reduced after implantation. The patient was approximately 5'5" in height and 190 lbs. A 9mm nail was used. The most proximal screw only captured one cortice according to the post-operative x-ray. According to the surgeon's office, the patient was weight bearing after 27 to 28 daysdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. The device was not destroyed/disposed of.

Event description:
Doctor's office called distributorship. According to surgeon, when reviewing patient's x-rays, tibial nail was broken along with two (2) proximal screws and one (1) distal screw. Nail and screws will be extracted at a later datedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.